Manufacturer narrative:
(B)(4).

Event description:
It was reported that loss of sensing and loss of capture were observed. Echo revealed pericardial effusion and perforation. The lead was repositioned and an echo noted a decrease in the size of the effusion. The patient did not require any intervention to drain the effusion and was stable before, during, and after the lead repositioning procedure.